Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that a patient complained about blurry vision in day light with an intraocular lens (iol) in the right eye . It has been noted that daily activities are affected, but no clarification on what daily activities has been affected. Vision pre-operative: 20/20. Vision post-operative: 20/20. Through follow-up, it was learnt patient complains of visual disturbances in daylight and feeling of looking behind transparent plastic bag. During the last examination date on (B)(6) 2021 the subjective refraction of od (right eye):-0.25 x 0. No further information has been provided.